Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had sensor error. The customer's blood glucose level was reported to be 145mg/dl. Troubleshoot was reported be conducted, and the sensor was found to be missing the cannula. It was reported that the customer would return the sensors and have them replaced.